Event description:
The customer reported that she was hospitalized for a low blood glucose of 34 mg/dl. She stated she was driving and her sensor did not alert her of the low blood glucose. The customer stated the last two sensors lasted until the third day and then stopped working. She also stated that she would get meter blood glucose now alerts repeatedly and eventually a change sensor alert, possibly calibration errors, as well. The customer stated she received a change sensor alert while driving and cleared the alert. When she arrived to her destination, a guard assisted her and the customer was sent to the hospital. The customer had changed her infusion set on (B)(6) 2014. The drive support cap on her insulin pump appeared normal. Programming of the insulin pump was accurate. The reservoir was showing the same amount of insulin as in the status screen of her insulin pump. The insulin pump was not exposed to a strong magnetic field. It was ...

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. ... Determined the customer was not adhering to calibration recommendation per instructions for use, as she was not calibrating the sensor three to four times throughout the day. She was advised of correct calibration protocol. The customer attributed the cause of her low blood glucose of reliance on continuous glucose monitoring to detect low blood glucose. Nothing further was reported.